Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all manufacturer's quality release specifications at the time of manufacture. However, a design issue was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident of unable to articulate. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during pre-op. The fully charged battery pack was inserted into the clam shell of the powered stapler. The device displayed the green swim lane. Then, the adapter was loaded. The device displayed the green swim lane. Then, they attempted to load the device with a reload but the powered handle appeared to go into sleep mode and did not wake up. The device went to sleep after loading the adapter and prior to loading the reload. The sales representative put the device back on the charger and noticed it was very warm to the touch. The screen was extremely faint. The device displayed the green swim lane for the clam shell, but the clam shell was no longer on the device. When the device was placed back on the charger, it still did not wake up. Nothing happened. Then, the charger started blinking red. No patient involved.